Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported he did not believe the insulin pump was delivering basal rate insulin in the middle of the night. Customer's blood glucose was 265 mg/dl at the time of this report. The basal standard rate on customer's insulin pump was 24 units. In looking at the history, customer's insulin pump had delivered between 21.3 units and 23.9 units on eight separate days between (B)(6), 2015. The customer was informed the variance in basal delivery could be due to customer suspending the device. The customer stated he never suspended the insulin pump. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was programmed and monitored for five days and the device delivered and recorded basal deliveries, no anomalies were noted. The device had cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window and on the reservoir tube window.